Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a portion of the silicone on the is-1 terminal pin of this right ventricular (rv) lead was found detached. The lead was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the is-1 terminal segment of the lead was returned severed 3 cm from the terminal pin. Visual inspection revealed the molded insulation was torn approximately 2.5 cm from the terminal pin. Discolored dried blood/body fluid was noted in the area of the damage indicating it may have been present for some time prior to explant. The lead terminal was slightly bent at the point where it would exit the device header suggesting the lead may have been wrapped around the device in the pocket and with flexing/pulling motion may have resulted in the observed tear in the molded insulation. Laboratory analysis confirmed the reported insulation damage.